Event description:
Complaint received that the head section will not go up. No injury reported.

Manufacturer narrative:
Technician found the bed in bed shop. The head section is all the way down and will not go up from either siderail. No alarms. Isolated the problem to head up valve is stuck. Replaced the head up valve to resolve this issue.